Event description:
On (B)(6) 2014, a customer reported an unexpected negative antibody identification when using capture-r ready-ID using a galileo neo instrument.

Manufacturer narrative:
Immucor technical support used a remote electronic access method on (B)(4) 2014 to assess the instrument test well images. The e antigen positive test well images on id211 were reported as negative by the instrument and also visually appeared as negative. No customer blood sample or site product was returned to immucor for investigation, however, retention product was tested on (B)(4) 2014 and the retention product performed as expected.